Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant pacing failure was noted on the right ventricular (rv) lead. It was also noted that the pacing thresholds had change and an x-ray confirmed that the rv lead had dislodged. A repositioning procedure was performed the next day. The rv lead was successfully reposition and remains implanted. No additional adverse patient effects were reported.